Manufacturer narrative:
Sscor has advised reporter to follow proper battery maintenance per approved manual and to replace batteries every 3 years. As a courtesy sscor has issued a replacement battery.

Event description:
Reporter stated that device failed while on a code. The unit worked while on the craddle, but it would turn off once taken off. Reported has mentioned that battery on device has never been replaced since device was purchased. There was an alternate device that was used.